Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a no delivery alarm. Customer¿s blood glucose was unknown at the time of incident. Customer reported that she changed the reservoir a few times and that resolved the issue. No troubleshooting was performed. Reservoir is not expected to return for analysis.